Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-01643. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead and right ventricular lead exhibited one high out-of-range pacing impedance value around (B)(6) 2019 to (B)(6) 2019 and (B)(6) 2019 to (B)(6) 2019 respectively. All other measurements were normal. No intervention was performed and the patient will continue to be monitored as no further out-of-range pacing impedance values were observed for either lead since. The patient's condition was asymptomatic before, during, and after the event.